Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was returned to the MFR from an unk source with no return paperwork. The MFR's device tracking system indicates that the pt expired. Additional info has been requested from the pt's last known physician, a follow-up report will be sent if additional info becomes available.